Event description:
New information received notes that crosstalk continued to be observed. Programming changes were discussed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise and crosstalk were observed. The noise was unable to be reproduced with isometrics or pocket manipulation. The device was previously reprogrammed, but the noise and crosstalk were still observed. A chest x-ray was recommended for further lead evaluation.